Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front tooth died due to the aligners. The aligners manipulated their teeth improperly; the nerve died and caused an infection. Patient reported the tooth hurting to byte the entire treatment. Patient's dentist had to due emergency explant that left the patient without tooth. Implant was finally placed and the dentist said the aligners caused the damage.